Event description:
It was reported that the cartridge was leaking from location was unknown. Customer loaded a new cartridge to address the issue. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.